Event description:
It was reported to philips that the system would not boot-up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to bootup. Further inspection, philips field service engineer (fse) checked the system and confirmed that the host pc was unable to turn on and the power supply was weak. Fse replaced the host pc and reloaded the system software. After the replacement of image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.